Event description:
I had a spinal stimulator implanted into my back and not only did it not eliminate any pain, it actually caused additional pain. After many adjustments to the algorithms and levels of stimulation, it was determined that I should turn off the stimulator to avoid any additional harm that may be produced by the unit.